Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va0pet3, implanted: (B)(6) 2015, product type: lead.

Event description:
The patient reported she turned stimulation off due to pain. The patient stated she doesn't know if the pain was related to the stimulator or not. A CT scan was recently taken and her health care provider (hcp) thought fluid might be behind the device. The patients indicators were for bowel dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor. Additional information from the patient reported they have had pain at the implantable neurostimulator (ins) site since 9 months - 1 year ago. The pain was getting worse. They reported two falls that occurred about 6 months prior to the report and they don't remember hitting the device. Then, again 60 days prior to the report. When they bend over or have a bowel movement they feel a shocking sensation, but did not know when it occurred. They went to the healthcare providers (hcp) office and they told the patient that one of their lead wires was broken. On the day of the report, the patient stated that stimulation was jumping all over the place.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.